Event description:
It was reported that the when the patient presented in clinic for a follow up after having received a patient notifier, low, out-of-range pacing lead impedance was observed. Programming changes were made and the patient would continue to be monitored.